Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic experiencing diaphragmatic stimulation. The left ventricular lead was dislodged. The lead was capped and replaced successfully on (B)(6) 2017.